Event description:
During implant procedure, intermittent capturing and increased pacing impedance were observed on the right ventricular (rv) lead. During explant, the helix of the rv lead failed to retract. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were high pacing impedance, intermittent capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region. The reported events of high pacing impedance and intermittent capture were not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.